Event description:
It was reported that the battery of a t:slim x2 pump would not charge. There was no adverse impact to the customer's blood glucose level. The customer was instructed to plug the wall adapter into an outlet known to be operational and leave it connected for at least 30 minutes to see if the pump would begin charging, and a follow-up was planned. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.